Event description:
It was reported that during an iliac placement (off-label use), the stent got stuck when going over an amplatz .035" guidewire. Doctor attempted to separate the guidewire and stent with forceps, but ended up removing the entire system. Once removed, the doctor was able to deploy the stent outside of the body. Replacement was a 7fr 9x4 stent, with no further complications being reported.